Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in (B)(6) of peritonitis with culture positive for pseudomonas in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was withdrawn. During a call with baxter customer services (bcs), the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted on potentially associated lot numbers: 12c21h25 and 12d20h25 with no defects noted during the manufacture of these lots related to the reported condition. This is report 3 of 3 involved in this peritonitis event.